Manufacturer narrative:
The customer provided the patient's sample for an investigation. On (B)(6) 2021, the investigation tested the patient's sample on a cobas 8000 e 801 module. The patient's undiluted estradiol result was 2837 pg/ml. The investigation performed a protein a addition test with the patient's sample. The patient's estradiol result after the addition of protein a was 1067 pg/ml with a recovery of 38%. A general reagent problem is highly unlikely as the undiluted results the customer received were not reproducible during the investigation. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Further patient information was requested but not provided. The customer's calibration, qc, system alarm trace, and sample pre-analytical details were requested but not provided. The customer confirmed the issue has not recurred. Per product labeling, "samples with estradiol concentrations above the measuring range can be diluted with diluent multiassay. The recommended dilution is 1:10 (either automatically by the analyzer or manually). The concentration of the diluted sample must be > 881 pmol/l (> 240 pg/ml)." Also, "steroid drugs may interfere with this test." The special hormonal status of ivf patients may cause certain patient-specific metabolites affecting the results from the estradiol iii assay. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient tested on two cobas 8000 e 801 modules. The patient's initial estradiol result was not reported outside the laboratory. The customer performed dilution testing with the patient's sample on both e 801 modules. The customer did not specify which e 801 module produced certain results, the information was requested but not provided. The patient's initial and undiluted estradiol result was >3000 pg/ml. The patient's estradiol result with a 1:2 dilution was 1569 pg/ml. The patient's estradiol result with a 1:5 dilution was 1096 pg/ml. The patient's undiluted estradiol result on the second e 801 module was >3000 pg/ml. The patient's estradiol result with a 1:2 dilution on the second e 801 module was "around 1500" pg/ml. The customer determined the 1:2 diluted estradiol result was "appropriate based on the echo result" and was reported to a physician. The e 801 serial numbers were (B)(4).